Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), guide catheter, and wire. During the procedure, while advancing a catrx with a wire into the guide catheter, the mid-shaft of the catrx kinked; therefore, the catrx was removed. The procedure was completed using another catrx and the same guide catheter. There was no report of an adverse effect to the patient.